Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information it was reported by our distributor partner endoctor that a 58 years old patient who had the prosthesis implanted on (B)(6) 2018 sought out his doctor on (B)(6) 2022 reporting that for a year he has had difficulty inflating the prosthesis. During the examination, the doctor found it difficult to inflate the prosthesis and the patient's penis showed increased distal topography. Therefore, the patient underwent MRI exam in which it was found that the cylinders were deformed, displaced from their original position and bent. Therefore, the doctor decided to submit the patient to revision surgery which took place on (B)(6) 2022.

Event description:
According to the available information this inflatable penile prosthesis was revised due to difficulty inflating the prosthesis.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. A group of striations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir. This is a site of leakage. The information received indicated the device was not functioning, but because no functional abnormalities other than instrument damage were noted with the returned components, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the inlet tubing of the reservoir occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.